Manufacturer narrative:
The customer was able to resolve the issue by replacing the broken endoscopic camera manipulator (ecm) cannula mount with a spare. The procedure had reportedly been converted to laparoscopic prior to replacing the component. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review was performed, but no procedure was identified for system (B)(4) on the reported event date of (B)(6) 2021. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure. This could potentially lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the camera arm was broken. The customer had already placed all the ports and was going to dock the camera arm when the cannula count broke. The customer could not get the camera to stay in position and had to undock and convert the procedure to laparoscopic. The customer reportedly did not have a back up cannula mount. The procedure was completed with no reported injury. The customer called back approximately five minutes later to report that they were able to "remove debris" and install a new cannula mount. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, including whether the procedure was converted robotically or laparoscopically. However, no further details have been received as of the date of this report.